Event description:
It was reported that during blood draw using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, the stopper came loose and fell off of one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types and common device names reported to be involved. The additional information is as follows: d2b. Medical device type: jka d3. Common device name: tubes, vials, systems, serum separators, blood collection there were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670, k231373 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.